Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a device history record review was completed for provided lot number 7307659. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture sample was returned for evaluation by our quality engineer team. The picture was examined and the cannula was observed crossing through the shield component. Investigation conclusion: the manufacturing facility has been alerted of this experience to raise awareness for this type of defect on the production floor. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. Root cause description: based on the investigation results and the provided feedback, we have concluded that this incident resulted due to a bent needle and the cannula becoming embedded within the shield as consequence. This type of damage could occur in the last steps of the assembly process, where the shield is introduced to the syringe. Due to an insufficient adjustment in the assembly machine, the shield was incorrectly positioned and bent the cannula component. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence.

Event description:
It was reported that bulk needle ns 30ga 1/2in penetrated the shield and caused the doctor to receive a needle stick injury. The following information was provided by the initial reporter: unfortunately I am contacting you, as we have received a complaint from our customer due to the fact that a needle reaches the end user in the state below. They also reported that the doctor was injured by the needle. This is a very serious situation. Fortunately, we know that this is a very rare case, but it is our obligation to inform you, you must be as careful as possible.